Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Additional information will be provided upon conclusion of the manufacturer's investigation.

Event description:
Following the information provided by the customer the bed was lowering on its own. The technician who inspected the bed did not witnessed uncommanded device movement. The technician advised also that the handset was jammed under pillow and this possibly could have activated bed's lowering function.

Manufacturer narrative:
An investigation was performed and conclusions are following: on 14-march-2018 arjo representative was informed about the event with the involvement of a countura bed at the (B)(6) health facility in (B)(6), australia. Following the information reported by customer the bed was moving down unintentionally without any button being pushed neither on hand control nor control panel. There was no patient involvement at the time when the event occurred. The patient nor caregiver did not sustain any injuries resulting from the reported unintended bed movement. After the event the device was tested by arjo service technician. The functional test showed that a castor brake was not working as intended, this malfunction was not however connected with a device unintended movement. The arjo service technician stated that there was no device malfunction found which might contribute to the reported event. During the device inspection the handcontrol was found to be jammed under the pillow. This situation might have led to unintentional activation of the lowering feature and subsequently, as was reported by the customer, unintended lowering of the device. The instruction for use provided together with the involved device (746_128-UK) includes information: "make sure that handsets and electrical power cables do not become entangled with moving parts of the bed". Review of similar reportable events for the last 5 years since awareness date, revealed that there has not been found any reportable complaint, which covers the problem with unintentional down-movement activation of the device. Although there were no injuries reported, the complaint was decided to be reportable due to alleged indication of unintentional bed movement occurrence. There was no patient laying on the bed. Conducted investigation and technical evaluation of the bed confirmed that no technical fault was found within the device that could be a contributing factor to the unintended movement occurrence and the reported symptom was not able to be re-created. The unintended device movement was a sequence of unfortunate events. The handcotrol was jammed under the pillow what allowed to unintended activation of the hancontrol button which caused device movement. The (B)(6)_MFR_final report was sent on 27 apr 2018. Follow-up report number 2 was provided instead of follow-up report number 1. The number was corrected.

Manufacturer narrative:
An investigation was performed and conclusions are following: on 14-march-2018 arjo representative was informed about the event with the involvement of a countura bed at the (B)(6) health facility in (B)(6), australia. Following the information reported by customer the bed was moving down unintentionally without any button being pushed neither on hand control nor control panel. There was no patient involvement at the time when the event occurred. The patient nor caregiver did not sustain any injuries resulting from the reported unintended bed movement. After the event the device was tested by arjo service technician. The functional test showed that a castor brake was not working as intended, this malfunction was not however connected with a device unintended movement. The arjo service technician stated that there was no device malfunction found which might contribute to the reported event. During the device inspection the handcontrol was found to be jammed under the pillow. This situation might have led to unintentional activation of the lowering feature and subsequently, as was reported by the customer, unintended lowering of the device. The instruction for use provided together with the involved device (746_128-UK) includes information: "make sure that handsets and electrical power cables do not become entangled with moving parts of the bed". Review of similar reportable events for the last 5 years since awareness date, revealed that there has not been found any reportable complaint, which covers the problem with unintentional down-movement activation of the device. Although there were no injuries reported, the complaint was decided to be reportable due to alleged indication of unintentional bed movement occurrence. There was no patient laying on the bed. Conducted investigation and technical evaluation of the bed confirmed that no technical fault was found within the device that could be a contributing factor to the unintended movement occurrence and the reported symptom was not able to be re-created. The unintended device movement was a sequence of unfortunate events. The handcotrol was jammed under the pillow what allowed to unintended activation of the hancontrol button which caused device movement.